Event description:
Metzenbaum scissors broke while doing a c-section. Blade and screw fell out. Pt sutured temporarily, went to x-ray. Four x-rays to find screw in pt. Screw was removed, can't find blade.